Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent successfully deployed at rca. Nine days later the patient had one endeavor sprint drug-eluting stent successfully deployed at lad during a staged procedure. Approximately 8.5 months post index procedure the patient suffered an mi. Investigator indicated that the event was definitely related to the study device.

Manufacturer narrative:
(B)(4).

Event description:
The previously reported CABG event was prompted by restenosis of a target vessel. Investigator indicated CABG event was definitely related to the study device. CABG was of lad, lcx <(>&<)> r-pda.

Event description:
Approximately 14 months post index procedure the patient had underwent coroanry artery bypass surgery in an unknown location which was successful.